Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a burn behind the ear resulting in the decision to discontinue use of the device. Additional information has been requested but is not available as of the date of this report. Rechargeable batteries were being used. The patient is bilaterally implanted.